Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead was unable to pass through sub 90 sub selector, despite flushing of the lead. This occurred a few times. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.